Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to a sensor failure, pt felt that sensor wire was still under his skin. Pt does not observe any redness or inflammation at the insertion site despite feeling very little pain.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.